Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed an irritation on his shoulders under the lifevest. The patient is hospitalized at (B)(6) and is under a doctor's care. The doctor is applying cortisone cream and giving the patient an anti-pain drug 2 times a day. The doctor reported that the irritation was minor and they are handling it. The patient was implanted with an ICD on (B)(6) 2018.